Event description:
It was reported that the customer took a 20 unit bolus when he intended on giving a 2 unit bolus. The customer's blood glucose (bg) level subsequently decreased to 54 mg/dl. The customer went to the emergency room (ER) to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.